Event description:
During an in clinic follow-up, loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and dislodgement of the lv lead was confirmed. The lv lead was capped and replaced to resolve the event. The patient was stable.